Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in impedance and pacing thresholds. The physician has elected to reprogram the ventricle to the unipolar mode.